Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture:yes.

Event description:
It was reported that a shipment of bd luer-lok tip syringe(s) leaked around the stopper during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: 37 samples and photos received at bd for investigation. Samples were tested and analyzed for defects on molding for barrel, plunger rod and/or stopper affecting functionality or safety for the finished product, correct assembly of components, breakout and sustaining force for plunger rod-stopper inside the barrel, stopper placement, lubricant presence, dimensional evaluation of plunger, syringe and stopper, and leakage. Results were in accordance with the exception of the defects on molding for barrel, plunger rod and/or stopper affecting functionality or safety for the finished product and leakage test. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The lot was manufactured and evaluated for characteristics in the assembly stage such as, syringe assembled correctly, syringe without damage (visual method), syringe without missing components and syringe without contamination in liquid passage or external. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. In addition, the material is inspected on admission, within the inspection plan features are evaluated visually such as, incomplete stopper, stopper with cut, damaged, etc. The material was approved and approved for use. It is also important to mention that the molded syringe is evaluated for characteristics such as, burrs in the body, burned, deformities, contamination, incomplete and bubbles. Next, the molded plunger is evaluated for characteristics such as, burns in the body, burned, deformities, contamination, incomplete, bubbles being all the process according to procedure. Root cause: the dial where the assembly is made may be causing damage to the syringe, however there is a sensor to eject the syringes when they are not well assembled and this sensor is a section behind where the jam is being presented. That its functionality has not been all effective. It is important to mention that the defect can occur within the process. The mode of failure of the inadequate functioning of the leak test bolt in the assembly equipment was also identified, this is because since it is moving with a short space which causes it not to be representative in order to detect the defect. Regarding the failure mode of the qualification of the personnel, the operative personnel is trained in the work instructions as well as in the frequencies where defectives are mentioned that could be presented, however, there is no qualification that ensures that the operators identifies and know the defects. The assembly equipment has a tool that during the process runs the leak test to each piece manufactured so it was not considered necessary to perform leak test as part of the final inspection. Corrective action: corrective and preventative action CAPA (B)(4) was generated to follow up on all the failure modes identified and their respective action plan.

Event description:
It was reported that a shipment of bd luer-lok¿ tip syringe(s) leaked around the stopper during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a shipment of bd luer-lok¿ tip syringe(s) leaked around the stopper during use. There was no report of exposure, injury or medical interventions.